Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed functional testing however the insulin pump was stuck in motor error alarm loop. Unable to review alarm history due to erased history file. The motor was tested outside the device and passed testing. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage was noted.

Event description:
It is reported that the customer had high blood glucose levels of 132 mg/dl. The customer reported a motor error alarm from the insulin pump during priming. Troubleshooting was done. The customer was requested to return the insulin pump for analysis. No additional information is provided.